Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed, customer stated that the insulin pump was not exposed to a change in altitude. Troubleshooting indicated that pump requires replacement no harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was successfully download using thus software. Pump passed self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals two stuck button alarms triggered on (B)(6) 2024 at 01:04:42 hour and 01:32:01 hour. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Found moisture damage on the keypad flex connector and electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with scratched case. In conclusion, customer concern for stuck button alarm was not confirmed during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. However, stuck button alarms confirmed in the long trace files. Exposed to moisture confirmed on keypad flex connector and electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.